Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found the issue was confirmed in system logs with multiple c-34 errors and additional c-37 errors logged. Failure analysis found corresponding errors in the erbe logs but was unable to replicate the issue during on-site testing, and the unit operated normally. Upon visual inspection, the unit was found to have scuffing on underside of front bezel; damage to underside left corner of bezel. Slight chip in paint on right side of cover, at back in corner where top and right sides meet. Scratch on top heatsink fin, right side. Slight bend/dent bottom right lip (viewed from rear) of cover. Erbe will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed based on the field evaluation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 1-dec-2025, the following additional information was obtained: the reported issue was resolved by switching to a backup generator.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event of error(s) c-34 and c-00. Customer was advised to replace the instrument cable prior to site visit. Fse inspected the integrated electrosurgical unit (iesu) erbe and noted that it triggered error c-34. Fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. The erbe involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe was faulting with error c-34. An intuitive surgical inc., (isi) technical support engineer (tse) advised customer to power cycle the erbe but the issue remained unresolved. The procedure was completing as planned with no reported injury.